Event description:
On (B)(6) 2012 the pt reported there was insulin in the cartridge compartment of the insulin infusion device due to a leaky insulin cartridge. She noticed the leaking insulin when e6 (mechanical) error was displayed on the infusion device and she removed the insulin cartridge to clear the error. She stated there was enough insulin to pour a drop out of the cartridge compartment. She stated it looked like condensation but believes the insulin cartridge is leaking. The cartridge plunger was not stuck on the piston rod of the infusion device and the infusion tubing was not loose. The adapter had been in use with 2-3 insulin cartridges. The insulin cartridge was placed in the backup infusion device and was not leaking. No physiological effects were reported. The infusion device was replaced. The infusion device, cartridge, adapter, and infusion set were requested to be returned for eval.